Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the next day after the device was implanted, the device was checked and no sensing or capture on the atrial lead were observed. X-ray confirmed that the atrial lead had dislodged and the rv lead had lost its slack in the rv. The patient returned to the operating room for revision. During the procedure the rv lead became loose. The atrial lead and rv lead were repositioned. Numbers were good and the patient was great.